Event description:
Tubing separation at the drip chamber. The customer reported that during set up, a 50ml bag of normal saline was accessed. When the bag was hung, the tubing "immediately" separated from the drip chamber. The device was never used on a pt, and there was no delay in critical therapy. Though requested, no additional info was provided.